Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose reading was 200 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a severely corroded battery cap contact. The insulin pump was tested with a test battery cap and powered on properly. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test, excessive no delivery alarm test and off no power test. The operating currents were within specification. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.